Event description:
It was reported that during a laparoscopic sleeve gastrectomy in the second firing the doctor used the device and the staples were fired properly in one side of the stomach (the removed side) and completely open in the patients stomach side, bleeding occurred , it was controlled and had to suture it. Then tried to use the same ec60a with green reload ecr60g but he says it was also difficult to fire so they opened a new ec60a and completed the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices and reloads are being returned for analysis? How much blood loss? Was the patient given a blood transfusion? How was the patient impacted? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). One piece sled. Additional information was requested and the following was obtained: how many devices and reloads are being returned for analysis? One device & 1 reload. How much blood loss? The 200 ml. Was the patient given a blood transfusion? No. How was the patient impacted? No impaction. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. If echelon, during which stroke did the event occur? Second. What other color cartridges were used before and after this event? Black first and second then green. Was buttressing material utilized? If so, which product? Yes gore. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with an ecr60t reload loaded in the device. The reload was received fully fired on the right side and two inner rows unfired on the left side. Upon evaluation of the reload, the cartridge body, some drivers, and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.